Event description:
It was reported that the patient experienced pain and a pressure sensation at the neurostimulator implant site off and on over the past 6 weeks, depending on how she was sitting. The patient also experienced a shocking sensation when driving her car approximately one month ago. The patient stated that the neurostimulator was off at the time of the shock, and once she got out of the car and straightened out it helped. The patient had turned stimulation off for the past two and a half weeks as it aggravated the bursitis in her hip. The patient programmer was not used to confirm that stimulation was off, however, the patient had not felt any stimulation. When the patient turned the neurostimulator back on it showed that the battery was depleted, even though it was about 75% charged when it was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received more than 2 years later reported that the patient would turn her device off to drive and even though it was turned off, she would get a ¿zing¿ from it. This was most likely 2 years ago. This happened about a year and half after implant. The patient also never had therapeutic effect. When the neurologist put the device in she was having pain in her hip and the healthcare provider (hcp) told her it would not help with that pain. Per the patient the hcp was right. The device did not particularly help with the back pain. It was noted that the patient wanted the device removed and wanted to know how to go about doing that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Charge issues event captured in (B)(4)] [lost weight/feels device event captured in (B)(4)].

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4); antenna: model 37092, lot# 289210001.